Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was during the call, pt had questions on recharging as they had noticed from a low battery status to full, charging the ins would take about 2 hours. Pt asked about recharger (rtm) placement, recharging speed and general recharging information. Pt said they placed the hole of the rtm right over the ins, was on speed 4, they would be on excellent, and had noticed the screen would go dark while charging. Pt also said they'd be at 100% ins charge on the screen, but would continue charging for 15 mins and not reach the finished/solid green light the last couple sessions. Pt indicated they had taken note of the days they charged and the times but could not find the first instance during the call in their notes (pt however did say they'd noticed the long charge time "right away"). The patient was redirected to their healthcare provider to further address the issue. Patient services (pss) reviewed recharging best practices with pt and recharging information when the ins battery got almost full, including what the battery level percentages meant. Pt mentioned they were going to meet with their rep coming up, pss reviewed rep could check recharging stats to gather more info on charging. Additional information was received from the patient. They repeated the information documented below. Patient stated that they've only charged the implant 4-5 times so far and the last time they charged was (B)(6) 2023. Patient stated when they were charging, the controller showed the implant was up to 100% but the light continued to flash green and never went solid. Patient also noted it took 1 hour and 50 minutes to get that far, and they waited another 15-20 minutes for the light to go solid but it did not. Patient said they kept getting the "poor recharge quality" message over and over.patient added that they've never seen the "finished" screen. Patient confirmed they only ever see "poor recharge quality" once they get towards the end of the charge session. Patient stated in the manual it says the implant should recharge in under an hour and was upset when agent said under 2 hours is considered normal. Patient said they let the controller screen go to sleep and turn it on every 5-10 minutes to make sure it's on excellent. Patient does not use the recharging belt and holds the antenna in place in their shorts. Patient turns the stimulation off while recharging. Patient asked how to check the recharging speed and temperature; agent reviewed information. Agent reviewed with patient that in person troubleshooting with manufacturer representative (rep) is the recommended next step. Additional information received. Patient reported they were advised to move the charging coil to different positions. Issue not resolved. Pt called and repeated information previously documented in this case; took about 1.75-2 hours to charge implant up from 20-30%, always showed excellent quality, wouldn't reach 100% and show 'finished.' Pt noted the recharge time was advertised to take 1 hour. Pt examined recharger cord/plug for damages; none reported, all contacts looked good. Agent reviewed information with pt. Agent replaced controller and battery pack due to water damage in case rtg0425039, and pt may call back to try troubleshooting regarding charge duration when they receive replacement equipment. Agent reviewed information about option #10 'recharging' in menu. Pt kept talking over agent when agent was asking questions.